Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Device not received for evaluation.